Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round high profile 380cc saline prosthesis, catalog #3503380, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent primary breast augmentation with mentor smooth round high profile 380cc saline prosthesis and experienced deflation post procedure. As a result, bilateral prosthesis replacement with mentor smooth round high profile 420cc saline implants was performed on (B)(6) 2018. No issue was reported on the contralateral side.

Manufacturer narrative:
Additional information was received with the replacement surgery operative report on (B)(6) 2018. The final fill volume of the replaced prostheses was 385ccs (right), and 425ccs (left). The final fill volume of the replacement prostheses was 470ccs (right), and 500ccs (left). No procedural complications were noted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 4/7/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) of lot number 5978364 was reviewed on 5/18/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The failure analysis lab completed the investigation of the returned device on 5/31/2018. Device evaluation summary: it was reported that a (B)(6) female underwent primary breast augmentation with mentor smooth round high profile 380cc saline prosthesis and experienced deflation post procedure. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent at the patch. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).